Event description:
A caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level, as the pump did not shut down or become unable to restart. The customer successfully resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, using the original charging supplies, and no further assistance was required.